Event description:
One of our surgeons has stated that several of his patients have come back with skin reactions to this dressing that have not occurred in the past. According to the customer, when removing the optifoam from a "posterior lateral hip" incision, the skin was "blotchy red with rash and blisters", the "incision glue removed with dressing", and there was "drainage over the incision.

Manufacturer narrative:
Received 29th nov 2023. We have been receiving complaints about the optifoam dressings the past several weeks. One of our surgeons has stated that several of his patients have come back with skin reactions to this dressing that have not occurred in the past." The dr. Expressed concern with the optifoam post op dressing. He has had 2 patients develop dermatitis from the adhesive portion since changing from mepilex to optifoam. This puts these patients at a high risk for surgical site infection since the skin has now been compromised. He also noted that the non-adhesive portion of the dressing is sticking to the incisional glue causing it to be pulled off the incision site with the first dressing change. He has made sure that the glue has been completely dry before applying the dressing and still finding this to be an issue. This also puts our patients and a higher risk for surgical site infection. Additional information received 01st dec 2023. According to the customer, when removing the optifoam from a "posterior lateral hip" incision, the skin was "blotchy red with rash and blisters", the "incision glue removed with dressing", and there was "drainage over the incision". The customer reported the optifoam was placed on 11/07/2023 after "hibiclens surgical prep", surgical glue, alcohol, and skin prep" were applied to the area. The customer reported the optifoam was removed on (B)(6) 2023 when the patient complained of "itching" and a "rash". The customer reported the patient is being treated with "medrol dose pack and cephalexin" for "possible infection of surgical area". The customer reported they are now using a "non-adherent dressing". Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. Investigation: the product had been manufactured and sterilised in line with internal and customer specifications. All required testing had been completed and passed all requirements. Review of complaints and pms these incidents were considered isolated occurrences. Following a review of product labelling and risk management files it was deemed no further actions were necessary, however any further occurrences will continue to be monitored.